Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert due to high out of range shock impedance measurements. This device is expected to be evaluated further at the next follow up appointment. This device remains in service. No adverse patient effects were reported.